Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "after insertion of the catheter, the balloon would not inflate. As a result the iab was exchanged for another. No patient harm or injury. The patient status is reported as "fine".